Manufacturer narrative:
Correction on initial report: no event logs were received for failure investigation. The customer reported that an internal facility investigation determined that the event was "due to infusion workflow and not the pump in question." No device will be returned per customer. The customer complaint could not be confirmed because no device was received for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant product: b.braun secondary set, therapy date (B)(6) 2016. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported a delay in the infusion of dacarbazine(430 mg in 500ml total volume 543) program to infuse over 30 minutes. The infusion took an hour at rate of 930.9 ml/hr. With a vtbi of 543 ml to run for duration of 35 minutes). After 35 minutes and 2 seconds, the infusion completed and ran at a kvo rate of 20 ml/hr. With a volume completed of 543.3ml. There was no additional alarms noted outside of the air in line alarm at the completion of the infusion. Upon completing and going to kvo, an additional volume of 20 ml was added and ran at 800 ml/hr for 3.26 ml until there was an air in line alarm when the infusion was stopped at 14:13.